Event description:
It was reported that the ilet charging system did not charge as expected after the patient received a different style of charging pad, with the caregiver noting only a 0% to 3% increase after approximately 30 minutes and that the prior setup involved placing the ilet in a different ¿og¿ charging pad. Symptoms included no reported blood glucose issues. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer support review and provision of a replacement of the original charging pad, with a plan to review engineering logs if charging performance does not improve. Investigation of this case revealed a suspected charger performance issue associated with the provided ¿picante¿ charging pad, with the device component implicated being the external charging pad rather than the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was likely a use of an incompatible or underperforming charging accessory, with resolution expected through replacement of the correct charging pad.